Event description:
It was reported by the consumer that she experienced severe burning/stinging and redness upon her initial use of aosept that necessitated a visit to the emergency room where the eyes were flushed/rinsed. No other medical intervention was reported. The pt stated that her eye remained red for three days. The consumer was not seen by an eye care professional or other medical professional. Add'l info including the name of the treating physician have been requested but not yet rec'd. Upon receipt of add'l info, if there is any further relevant info, a f/u report will be filed. This event is being reported due to the lack of info rec'd regarding the pt's treatment and event resolution.

Manufacturer narrative:
(B)(4)